Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was provided with codes and part numbers. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was auto-cycling during patient use. Furthermore, there was no patient harm associated with the reported event.